Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. No adverse event was reported. This occurred with 4 different cartridges from different batches over the past 2 years. The customer no longer had the insulin cartridges. The cartridge lot numbers were not provided. The insulin cartridges were discarded; therefore, no product could be requested to be returned for product evaluation.